Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received that patient underwent surgical intervention wherein the ipg was explanted and replaced due to patient forgetting to charge the ipg as instructed, resulting in the ipg becoming inoperable this addressed the issue.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy and was unable to connect with external devices. As a result surgical intervention will be addressed at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.